Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a large volume folfusor had particulate matter. The reporter stated that the drug (oxacilline) precipitated in the reservoir during reconsitiution. There was no patient involvement. No additional information is available.